Manufacturer narrative:
Insulin pump was received with failed battery test alarm due to corroded battery tube. Unable to verify for estimated bolus wizard complain and unable to perform functional check including rewind and basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, displacement, self-test, unexpected restart test, and all operating current measurement were normal due to constant failed battery test alarm. Insulin pump was received with broken reservoir tube lip, missing the black o-ring/seal from inside reservoir tube, and cracked battery tube threads. (B)(4).

Event description:
The caller reported that the customer experienced high and low blood glucose levels. Customer's blood glucose level was 282 mg/dl. The insulin pump did not make the correct calculations based on the information entered. The black o-ring fell off the reservoir compartment. The customer was advised that the device would be replaced and agreed to return the product for analysis.